Event description:
The subject device along with the concomitant device was implanted in 1995 for a double major adolescent idiopathic curve of t6-t10 and t11-l3. In 5/96 the pt fell against a pole while dancing and felt pain in the left flank and the right thoracolumbar region. It was found that the device had fractured at t11-12 at the junction between the two rods. The device was removed in 1999.